Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was experiencing high blood glucose. The customer also reported receiving several no delivery alarms on their insulin pump. The customer also reported experiencing bent cannulas on their infusion sets. Troubleshooting found the customer's insulin pump passed the displacement test. Troubleshooting could not finished as the customer did not have clamps for the high pressure test. Customer's blood glucose was 7.4 mmol/l. No additional information provided.